Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly could not be reproduced. Upon evaluation of the device, ventec observed that it was unable to power on. Ventec replaced the control board to resolve the observed issue. It is reasonable to conclude that the control board replacement would resolve any intermittent power issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the control board.

Event description:
It was reported to ventec that the device powered off unexpectedly. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.